Event description:
Boston scientific received information that several days post-implant, this right atrial (ra) lead and associated pacemaker exhibited pacing impedance measurements of greater than 3,000 ohms and high pacing threshold measurements. It was suspected that the lead was not properly inserted into the device header. After reinsertion, all measurements were appropriate. It was confirmed this patient was receiving adequate therapy and was not pacemaker dependent. The device and lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.